Event description:
It was reported that while honoring the customers request to replace the safety disk for the cs100 intra-aortic balloon pump (iabp), a getinge field service engineer (fse) observed that the batteries required replacement as they had expired. The customer was advised to replace the batteries as there was no date observed as to when the batteries had previously been replaced. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service representative reported that the getinge field service engineer (fse) that encountered the issue, replaced the batteries and the issue was corrected. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name in block e1 is (B)(6). The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that the customer had requested getinge to service the cs100 intra-aortic balloon pump (iabp), for a replacement of the safety disk that it was expired; however, the getinge field service engineer (fse) noticed that the batteries were expired and required replacement. The iabp could not be used clinically under those conditions. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the safety disk as requested and performed all functional and safety tests which passed to meet factory specifications. However the fse noticed that the batteries were expired and required replacement. The iabp was not cleared for clinical use, a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during servicing of the cs100 intra-aortic balloon pump (iabp), the customer requested a replacement of the safety disk as it was expired. There was no patient involvement and no adverse event was reported.